Event description:
In 2001, the surgeon contacted the manufacturer's (MFR.) Rep concerning a pt with a ve lvas who had been on bypass during surgery and after the ve lvad was pumping electrically, it was noted that the hand pump (pneumatic actuation) was left in the y-connector, not the vent filter. The surgeon stated that there was excess air in the aorta. There was no evidence of blood in the motor or perc tube. The surgeon wanted to know what effect the hand pump being connected to the system during electric actuation could have. The MFR's rep informed the surgeon that it could inhibit the diaphragm from reaching full eject or fill positions and it could cause a power limit advisory. The surgeon then stated that after disconnecting the hand pump, the pump and pt were doing fine. Five days after the surgery the MFR's rep contacted a facility nurse and was informed that the pt was deceased. On 4/18/2001, the MFR's rep contacted the facility's transplant coordinator for additional info. On 5/4/2001, the transplant coordinator informed the MFR's rep that the pt was hepatitis c+ and ended up donating liver. The group harvesting the pt's liver threw the pump in the trash. No further details were provided.